Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via pads and failed for high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. An internal inspection found no discrepancies. The error was cleared and did not reoccur. The main board was recommended to be replaced as a precaution, however, the customer declined the repair. The device was returned to the customer unrepaired and labeled "not for clinical use". Analysis of reports of this type has not identified an increase in trend.